Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults.

Event description:
The site reported electrical fault, high watts, and controller fault alarms occurring, and they had elected to change the controller. Log file sent to the manufacturer's rep and a driveline cleaning procedure was recommended. On (B)(6) 2015 a manufacturer's clinical engineer was on site and a cleaning procedure was performed per manufacturer's procedure. Greenish residue was evident on pins of original controller that had been changed out by the site. The service report indicated the following: all wires and connector intact. No cloudy wires noted. The patient was prepped with a heparin bolus to achieve an activated clotting time (act) of greater than 300. Clear residue was evident on the connector pins. Residue also evident on the controller pins. One of the pins on the connector was slightly darker than the rest. Two rounds of cleaning were performed with a pump stop time during the cleaning procedures was approximately 2 minutes. The patient tolerated the procedure very well according to the medical staff without any issues and was hemodynamics stable throughout. Both controllers were exchanged. This is report 1 of 3.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01758, 3007042319-2015-01759 and 3007042319-2015-01760) submitted for devices related to the same event. Device remains implanted.